Event description:
The customer reported that there is a problem with the insulin pump its giving her button error for more than an hour. The call dropped due to bad connection and we tried to call back the customer but no answer. No troubleshooting done. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.